Manufacturer narrative:
The unit was received with a blank display due to a moisture-damaged electronic assembly. The low battery alarm issue was unable to be verified due to the blank display. The following physical damage was noted: minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had to change her batteries every three days. The patient's blood glucose at the time of incident is unknown. During troubleshooting she mentioned receiving a battery out limit every time she removed the battery no matter what. Her last battery did not last more than one week according to her alarm history. The insulin pump was returned for analysis.